Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and bent cannula. Customer's blood glucose level was over 400 mg/dl. Customer's grandmother advised the patient had a bent cannula on two separate occasions, they changed out their infusion set and their blood glucose slowly went down. Customer was advised to call and report incidents to the 24 hour helpline.